Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the target yield of platelets for a platelet collection on a trima device was 6.0x10^ 10. The measured yield was 8.1x10^10. It is unknown at this time if medical intervention was required for this event. Patient (donor) information is not available at this time. The disposable set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Additional information from the customer confirmed that the device did not overcollect platelets. Terumo bct regional support performed a validation using the values of the post-platelet count provided by trima. The donor platelets were within normal range. A disposable history search confirmed there were no occurrences of a similar issue reported on this lot worldwide. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to this event. Investigation is in process. A follow up report will be provided.

Event description:
Per the customer, the donor did not experience any reaction or report any complaint.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10 and corrected information in d.2 and d.4. Investigation: the run data file (rdf) was analyzed for this event. The customer provided an excel spreadsheet containing ysf, a run data sheet for this procedure, and an excel spreadsheet containing other donors' statistics unrelated to the procedure in question. The data confirmed that the predicted yield was 6.5e11, the measured yield was 8.0e11 with a yield ratio of 1.23. The donor's platelet count post procedure was 155e3/ul. Root cause: run data file analysis did not show a conclusive root cause for the higher-than-expected platelet yield measured from this collection. It is possible, though not conclusive, the following may have contributed to this high yield failure: a donor related phenomenon. Lower than actual donor platelet precount input into the system. The yield scaling factor (ysf) and/or platelet product yield require adjustment. A processing error, such as not measuring the platelet yield per the site¿s sops and terumo blood and cell technologies recommendations run data file analysis also showed the platelet post-count for this collection was reported to be 155. Using the donor¿s tbv, the entered platelet precount, and the measured yield value of 8.0e11, rather than the target yield value of 6.5e11, the platelet post-count was calculated to be 131. Therefore, although a higher-than-expected platelet product yield was measured for this collection, the platelet post-count was still above the configured minimum post-count limit of 100.